Event description:
It was reported that the handpiece overheated during a procedure. There were no adverse consequences related to this event and the procedure was completed successfully.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was duplicated. Upon disassembly it was found that the tps blade mount assembly's spacing was too tight. The device was repaired and returned to the customer.